Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered incorrect basal rate. Customer adjusted the basal rate to resolve the issue. Additionally, the customer's blood glucose (bg) was 50mg/dl, cause was unknown. The customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.